Event description:
While the central station was in use monitoring patients along with a mixed system (some monitors and some telepacks at the bedsides), the central station locked up. No patient injury was reported.